Event description:
It was reported that the catheter was bent due to the smaller packaging and as a result, the patient experience urethral tears, bleeding and had to have a foley placed by his physician for a month to allow the cuts to heal. At that time, he was also placed on antibiotics.

Manufacturer narrative:
The sample was not returned. The lot number was known and the device history record was reviewed. A manufacturing review was conducted and there was nothing found to indicate that there was a manufacturing related cause for this event. (B)(4).